Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating wont turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and observed the pca burned, screen with scratches, solution pollution ds2 reusable pollen filter and pollution dreamstation 2 iso port kit. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.